Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The type, concentration, dose, and lot number of the baclofen was unknown. The indication for use was intractable spasticity. The patient's medical history and concomitant medications were unknown. The patient presented with infection symptoms. The physician examined the patient and identified an infection. The action taken was the pump and catheter was explanted on (B)(6) 2016. The device was discarded. The pump will be replaced in the future. Patient status at the time of this report was alive with no injury.